Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a power loss alarm and pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to clear both alarms. The customer will continue using the device. The product will not be returned for analysis.